Event description:
It was reported that during an insertable cardiac monitor (icm) implant procedure, the initial signal was small with a noisy baseline, requiring repositioning. Following adjustment, the signal issue was resolved. The icm remains in service, with no additional reported adverse patient effects. Additional information confirms that repositioned was during the original implant procedure. There was no need to open the pocket.

Manufacturer narrative:
This supplemental report is report is being submitted to correct the: describe event or problem (b5) field in section b, adverse event or product problem. Impact codes (h6) in section h, device manufacturers only. This event is no longer reportable since additional information received from the field which confirmed that repositioned was during the original implant procedure. There was no need to open the pocket.

Event description:
It was reported that during an insertable cardiac monitor (icm) implant procedure, the initial signal was small with a noisy baseline, requiring repositioning. Following adjustment, the signal issue was resolved. The icm remains in service, with no additional reported adverse patient effects.